Event description:
The walking sole comes off when the pt stands. The screw will not tighten enough on the bottom. The screw would break when tightened. This occurred with three different boots. The walking sole was used for ambulation. The boot was worn 24 hours a day. The pt was not injured as a result of this incident.